Event description:
An attempt was made to deliver device defibrillator energy to the pt. Reportedly, the defibrillator would not charge. The pt was not resuscitated. The facility indicated that pt outcome was not affected by the report, due to a lack of pt viability.